Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3

Event description:
It was reported that bd precisionglide¿ needles were clogged. This was discovered during use. The following information was provided by the initial reporter: consumer reports: I am a vascular surgeon, do varicose vein sclerotherapy and regularly use an average of 20 needles per patient (30 g 1/2 precision glide needles). Recently I have noticed many occluded (clogged) needles, occurs between 8 and 10% of all needles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd precisionglide¿ needles were clogged. This was discovered during use. The following information was provided by the initial reporter: consumer reports: I am a vascular surgeon, do varicose vein sclerotherapy and regularly use an average of 20 needles per patient (30 g 1/2 precision glide needles). Recently I have noticed many occluded (clogged) needles, occurs between 8 and 10% of all needles.